Event description:
Information received indicates the brake will not stay engaged.

Manufacturer narrative:
The technician found the brake detent was not holding. The technician replaced the detent and adjusted the brake to repair the bed.